Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient adjusted their insulin therapy based on the blood glucose results from the performa system. The patient takes 4 doses of insulin per day. The patient takes lantus insulin 12 units in the evening and apidra insulin 8 units at mealtime 3 times a day. The apidra insulin is adjusted based on the blood glucose results from the performa system. The blood glucose results on the monitor were normoglycemia. The actual blood glucose results were not provided. It is unknown when the patient tested on their meter prior to the event. During the night, the patient experience hypoglycemia symptoms of general weakness, disorientation, tremor, sweating, and blurred eyesight. The patient went to the hospital and he was treated with glucose infusion. The blood glucose results at the hospital were not provided. The patient stayed in the hospital during the night. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Customer may not have stored the test strips per instructions for use.

Manufacturer narrative:
As the suspect device was not returned, no evaluation could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.